Event description:
It was reported that the pt was not getting pain relief. It was felt that the "pump might not be working". The pt was seen by the health care provider (hcp) and the pump was interrogated. A roller study and interrogation confirmed that the pump motor had stalled on (B)(6) 2010 and recovered on (B)(6)2010. It was also confirmed that the pump stalled again on (B)(6) 2010 with no recovery recorded in the logs. The pump was reprogrammed to simple continuous. Further device troubleshooting was being scheduled at the time of this report. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4).